Manufacturer narrative:
Customer reported incorrect assembly in sku 15506/25, lot 1424. The product was not used and no patient contact occured. Root cause determined to be assembly process did not remove the cutouts. Staff was retrained and additional packaging checks implemented. A replacement product was sent. Device was not returned for evaluation.

Event description:
Customer reported the cardboard piece had white cardboard pieces loose in packaging.